Event description:
Event description guidant received information that the physician elected to explant this implantable cardioverter defibrillator (ICD) because the size of the device was causing the patient discomfort. During the replacement procedure, the physician attempted to turn off the device; however, the device was unable to be programmed off and an error message was displayed. Dissatisfaction was also expressed regarding the pacing functionality of this device.